Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump quit abruptly. The device history log showed that the pump displayed a low battery (7%), then system failure primary audible background test and progressed to acu watchdog alarm. There were no adverse events reported.